Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Related manufacturer report number: 3006705815-2023-07184. It was reported that the patient's ipg was unable to communicate following an unrelated procedure. The patient did not place the ipg into surgery mode. Surgical intervention was undertaken and the ipg was explanted and replaced.